Manufacturer narrative:
The product was not returned for inspection. During inflation of an unknown saber balloon catheter (bc) to nominal pressure, the balloon catheter lost its pressure quickly while contrast came out of the wire lumen port. A non-cordis bc was used to complete the procedure successfully. There was no reported patient injury. Additional information received indicated that the target lesion was the superficial femoral artery (sfa). The lesion was reported to be: a 60-70% stenosis, and not calcified or tortuous. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). Contrast media was used in a thirty to seventy percent ratio of contrast to saline. A non-cordis inflation device was used for the procedure and was used successfully with other devices after the reported product issue. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no reported difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. There were no difficulties removing the device from the patient. No additional information is available. The product was not returned for analysis. No lot number was provided therefore a device history record (DHR) review could not be generated. The reported ¿pta/ptca system leakage - in-patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a rate of stenosis of 50-70% may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ as no lot number, catalogue code or other product information was supplied a DHR could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Please note that this is the initial/final report for this product.

Event description:
During inflation of an unknown saber balloon catheter (bc) to nominal pressure, the balloon catheter will lose its pressure quickly while contrast comes out of the wire lumen port. A video is available of the reported product issue. A non-cordis bc was used to complete the procedure successfully. There was no reported patient injury. Additional information received indicated that the target lesion was the superficial femoral artery (sfa)/below the knee. The lesion was reported to be: a 60-70% stenosis, and not calcified or tortuous. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). Visipaque contrast media was used in a thirty to seventy percent ratio of contrast to saline. A non-cordis inflation device was used for the procedure and was used successfully with other devices after the reported product issue. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no reported difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. There were no difficulties removing the device from the patient. No additional information is available.